Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Product code and lot number? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure about 12 years ago for stress incontinence and mesh was implanted. On (B)(6) 2020, the patient experienced a feeling of sharpness and slight vaginal bleeding. Vaginal examination revealed tape erosion of 1.5-2cm and the tape was surgically removed on (B)(6) 2020. The patient was reviewed on (B)(6) 2020 and the above symptoms were no longer present. The patient denied any stress incontinence. Additional information has been requested.